Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit declared an "alarm lght-emitting diode(led) failure". The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.